Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After unlocking the instrument with help of the press button the instrument´s fastener does not open. This was seen after first cleaning of instrument, but before initial use or sterilisation. Seen in cssd, no patient involvement, no surgery delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device confirmed the reported event. The investigation findings with this individual complaint did not indicate that a broader investigation or corrective action was necessary. The device was manufactured on 23-march-2020. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:  added: d10, h3 and h6 (device)